Manufacturer narrative:
Literature citation: authors: sunao tanaka, nakano keisuke, sawada toshitada and toshimitsu kawagishi. Literature title: "the factors associated with indirect decompression in oblique leteral interbody fusion (olif)." Mean age: 66 years (approx.), range: 45-79 years. Gender: 11 male, 18 female. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of surgery: olif (oblique lateral interbody fusion) it was reported in an abstract that total of 29 patients underwent olif for one year from mar 2014. Post-op, physical complaints such as femoral pain, numbness, weakening on approached side (left) were observed in 7 patients (23.3%). These were dissipated in all patients within three weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.